Event description:
The user alleges that after engaging the needle into the needle-pro and while unscrewing the unit from the luer lock syringe, the needle disengaged and stuck an rn in the left middle finger.